Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow disposables was leaking at the white connection with blood and fluids. This was during infusion. No patient adverse events reported.